Event description:
Additional information received revealed that the patient was most likely buried with the vns still implanted as there are no records of the device being explanted prior to burial.

Manufacturer narrative:
Anaylsis of programming history/device diangostic history and battery life calculation performed.

Event description:
It was reported by a physician's office that the pt had passed away on (B)(6) 2009. The pt's last known settings were on (B)(6) 2007. Attempts for further info have been unsuccessful to date.